Manufacturer narrative:
Device history record review: unique device identified: (B)(4). Serial number: (B)(6). System manufacture date: 11/21/2013. System installation date: 12/5/2013. A review of the complaint history for (B)(6) showed one additional complaint related to control inserts. On 2/11/2020, the customer reported the right control insert switch was not working and the c-arm would sometimes rotate past 45 degrees. The fied engineer was dispatched to the customer site and replaced the left and right control inserts to resolve the issue. The complaint review identified the control inserts were not original to the system therefore, a DHR review is not required. Cause/root cause: based on a review of the complaint, the probable cause of the uncommanded movement is due to an issue with the control inserts. The likely cause is related to natural wear and tear on the component due to the high component age of 1,358 days. The replaced control inserts were not returned therefore, further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: complaint not confirmed as there was no returned product for post market quality assurance (pmqa) evaluation. Based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended.

Event description:
It was reported that during a selenia dimensions procedure tech indicated that after they completed an angled view the c-arm continued moving. A field engineer examined the equipment and it was found that one of the switches was stuck , all the c-arm switches were replaced and it was verified that the motion would stop after the release of the switch. The system met the manufacturer´s specifications. No staff or patient injury reported. No other information available.